Event description:
The hospital reported that a patient with a history of end-stage renal failure had a complicated post-operative course. The patient underwent multiple bronchoscopy examinations. The hospital reported that the patient subsequently developed a necrotizing pseudomonas. The patient reportedly died as a result of multi-system organ failure.